Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The manufacturer¿s international service technician reported a screen brightness issue. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
MFR received date: 10sep2019. The manufacturer¿s international service technician recommended replacement of the display to address the reported problem. The customer rejected the device estimate and the device was returned unrepaired. The determination could be made that the device failed to meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.